Event description:
Customer stated he is very disappointed. Customer stated that he has a difference as high if 200 percent between the sensor glucose reading and the blood glucose. Customer stated that if he takes a reading, it takes 20, 30 or 40 minutes to show. Customer stated that he receives alarms that wake him up in the middle of night. Customer is more active in summer and has trouble keeping the sensor inserted, uses the over tape and also puts additional tape in the shape of an x. He declined to get assistance and to troubleshoot. Customer calibrates 3 times or as many time as he wants. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.